Manufacturer narrative:
Lot review: a review of lot 3315800 showed (B)(4) units were manufactured, tested, inspected and released in august 2016, citing no applicable exception documents. Visual analysis: 1/26/2017 - received one (1) used 081-c3000, microclave connector; lot# 3315800. No mating devices were returned. The side of the silicone seal was confirmed to be split. Functional testing: a single used 081-c3000 microclave was returned for investigation. The silicone seal was observed to have tearing to the edge which compromised the dynamic seal with the mating device and results in leakage. The 081-c3000 microclave was disassembled with the following observations: silicone seal torn to the edge of top surface and extending down the side to above the full ring stop. Spike: no damage or anomalies. Housing/body: no damage or anomalies. Final analysis summary: the complaint of a damaged 081-c3000 microclave was confirmed. Seal tearing of this nature will result in leakage and is typical of access with an incompatible mating device with an inside male luer diameter larger than 0.110". No mating devices were returned to evaluate with the 081-c3000 microclave.

Event description:
Complaint received regarding stick down with use of one (1) 081-c3300, microclave connector; lot# 3315800. Report states, "a patient found the breakage of silicone plug when clave was disconnected from a hickman catheter after administration (of flolan). Exchange frequency: about a month. There was no adverse patient consequences reported.